Manufacturer narrative:
The fse determined that the cause of the power supply mains channel failure for retort b was a blown fuse; and the cause of the liquid level sensor error was that the liquid level sensors were dirty. The fse replaced the relevant fuse; removed the liquid level sensors from the instrument and cleaned the liquid level sensors. The fse then performed system verification tests, and the instrument returned to routine service. Evaluation of the instrument logs by global technical support showed that all liquid level sensor errors in both retort a and b were operating within specification after being cleaned by the fse during attendance at the laboratory. The root cause of the liquid level sensor error reported by the complainant was dirty liquid level sensors. This finding indicates failure to clean the liquid level sensors in the instrument daily per instructions detailed in both the "daily maintenance reminder" page of the leica peloris quick tips and section 7.2 of the leica peloris 11 user manual.

Event description:
Leica biosystems received a complaint regarding display of an error code indicating a power supply mains channel failure, which is associated with information instructing the user to contact service if the system does not recover. The complainant advised the north america technical assistance center that the instrument had been re-started but the error had not been cleared; a red "x" was displayed for retort b; retort a was able to be used; tissue samples in the instrument at the time of the failure were moved and there was no adverse impact on any tissue samples as a consequence of the circumstances involved in this complaint. The leica field service engineer (fse) who attended the laboratory on (B)(6) 2015 confirmed the power supply mains channel failure for retort b; and was advised by the complainant of a liquid level sensor error.